Event description:
It was reported that the patient presented to the ER (emergency room) with complaint of shortness of breath. It was found that the patient had a peri-cardial effusion due to the right ventricular (rv) lead¿s screw perforating the heart. The patient was given a peri-cardial window by the surgeon with minimal drainage. The peri-cardial window was removed without incident. Interrogation the following day showed low r-waves and intermittent loss of capture. And the patient was feeling pre-syncopal while being paced. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri45, implantable pacing lead, implanted: (B)(6) 2014. (B)(4).